Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's reload misfired. There was not an issue with loading and unloading the device. The stapler fired and then locked afterwards. The surgeon was able to press the green button and squeeze. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's reload misfired. There was no patient injury reported.